Event description:
Vision worsening after prk. I had prk surgery in (B)(6) 2013 and I never reached 20/20 vision... My vision has gotten worse that I now need glasses again. I'm a young healthy (B)(6) female. I am (B)(6) at time of procedures.